Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a their sensor session stopping three days into a session, on (B)(6) /2016. There was no report any injury or medical intervention. No additional even or patient information is available. It was reported that the sensor was inserted into the buttocks. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-dr-blu/serial number (B)(4)/lot number 5203469), being used with the complaint sensor, was returned on 03/14/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required. Specifications without malfunction. The customer complaint was not confirmed. A root cause could not be determined.